Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, it was found that the pump was functioning as expected.